Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has a defibrillator issue. There was no reported patient involvement.

Manufacturer narrative:
It has been found that this complaint is a duplicate of (B)(4). An incorrect data transmission happened causing this complaint to be re-sent two months later. (B)(4).

Event description:
The customer reported to philips that the device sometimes fails the user test and has a faulty optical switch. There was no patient or user involvement.